Event description:
Customer stated, "pad is shorting out, overheating without pressing the button, and smelling "electrical"". The product has not been returned for investigation. The customer did not claim any injury. The customer was contacted on 04/02/2019 to remind them to return the pad for investigation. As of 04/04/2019 the pad has not been returned. Bce did not find this to be a recurring issue in the lot. Without the product, bce cannot make any further determinations.